Event description:
Arjo was informed about a patient fall from the bed. During the event side rails were in raised position. According to the nurse, the patient was combative, broke off the left side rail which resulted in patient rolling off the bed. The side rail was completely detached from bed frame (all 4 screws were ripped out). No one was injured.

Manufacturer narrative:
Based on the post market surveillance and investigation conducted external excessive force must first compromise side rail integrity prior to breaking it. Side rail was previously replaced as repair in october for the old type of side rail (without changes causing side rail enhancement). Based on provided information, the most likely scenario is that the side rail detachment (all 4 screws ripped off) was caused by patient supporting their weight on it. According to citadel plus instruction for use (IFU (831.374-en rev.11): operation of side rails should be checked daily by caregiver. "Warning: failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help prevent accidents." To sum up, arjo device failed to meet its specification since side rail was broken off. The bed was in use by a patient. The complaint was assessed as reportable due the allegation that the side rail detached and the patient fell off the bed.